Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced floppy glans and stated that the cylinders did not reach the tip of the glans. A surgical procedure was performed to replace the cylinders and pump. The original reservoir was kept in place. No further patient complications were reported.